Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy surgery the anchor component got damaged. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 07-jan-2025. It was further reported that the locking element of the screwdriver had cracked.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection, of the suture anchor, nano corkscrew® ft, ti, w 3-0 fw, reveals that the base of the corkscrew was broken/bent/damaged. The suture around the corkscrew's hole was frayed. The distal end of the shaft and the stabilizing clip did not have any issues. -dimensional inspection was conducted in accordance with drawing c18226-01, the measured values were found to be within specified tolerances. (Refer to dimension results for details.) -functional testing was not performed due to the damage to the device. Per dfu-0087-eo- g. Precautions - 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Make sure to use the recommended drill bit or punch to create the bone socket. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force applied, misalignment insertion, prying/leveraging during use.